Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion, ectopic pregnancy, stillbirth nos and premature labor. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines/ migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, migraine, vaginal discharge, weight increased, ovarian cyst and alopecia outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporter, patient demographics, medical history were added. Updated essure indication.. On (B)(6) 2019, she explanted essure. Event injury was updated to abnormal bleeding (general), pregnancy (stillbirth or miscarriage), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, ovarian cysts, hair loss, lower abdominal pain, lower back pain and she did not undergo an essure confirmation test. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion, ectopic pregnancy, stillbirth nos and premature labor. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines/ migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("lower back pain"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, migraine, vaginal discharge, weight increased, ovarian cyst and alopecia outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.